Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced inflammation at abutment site and subsequently was treated with a steroid injection on (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.